Event description:
During catheterization, pt had possible aortic dissection in left main. Dissection presumably from when pt coughed, as this happened extremely quickly. An acute inferior mi was noted the day before. Myocardial infarction involving circumflex; pt passed away during intervention.